Event description:
It was reported that pump screen was broken, and the screen remained black. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.